Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed but data is insufficient to confirm the reported event. This reported device was repaired locally at calea repair depot. According to provided repairs information, the reported upstream occlusion issue could not be reproduced however it was found that the air sensor could not be calibrated. Thefore the air sensor was replaced as well as the pressure sensor but as a conservative measure. Both parts were sent to brézins for further investigation. Upon testing, no issue could be found on the pressure sensor that was found stable and functional. However the air sensor showed a drift of values below specification, due to a weakness of its ceramic bonding. This complaint is considered as not valid for the reported upstream occlusion issues. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error message: [increased] number of upstream occlusions" reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.